Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump experienced prime anomaly. It was also reported that not all bolus deliveries were recorded in bolus history. Customer's blood glucose was 80 mg/dl.